Event description:
Had great difficulty walking [gait disturbance]. Pain (knee) [arthralgia]. Swelling (knee) [joint swelling]. Eighty cc fluid removed/76 cc fluid removed (knee) [joint effusion]. Stomach reaction to celebrex [gastric disorder]. Case description: a spontaneous report was received on (B)(4) 2011, from a female pt, initials (B)(6), who experienced a reaction in the form of pain and swelling in the knee leading to two effusions. Also, the pt was unable to walk and required the use of a wheelchair after the use of synvisc-one. The pt received an injection of synvisc-one in an unk knee on (B)(6) 2010. She had a reaction following the initial injection. The pt experienced knee pain on the week-end following the injection with no relief and had knee swelling by the third day. The pt notified her physician of the reaction. The pt was seen by the hcp on (B)(6) 2010 and underwent arthrocentesis wherein 80 cc fluid was removed from the pt. The hcp wanted to administer a cortisone shot but the pt refused because she has had a reaction to cortisone in the past. The pt took eight pills of celebrex which resulted in a stomach reaction to celebrex. The pt revisited the hcp on an unk date and 75 cc fluid was removed from the pt's knee. The pt reported that she also had great difficulty walking and required the use of a wheel chair. At the time of this report, the outcome of the pt was unk. On (B)(6) 2011, f/u info was received from the pt's hcp. The hcp provided the pt's medical history. The pt has had moderate grade osteoarthritis for some yrs now. The pt also has had prior effusion, joint narrowing, and osteophytes. The pt has received nsaids and steroids in the past as treatment. The hcp confirmed that the pt received one injection of synvisc-one on (B)(6) 2010, in the left knee. The hcp confirmed the events of pain, swelling and effusion in the left knee. The hcp also confirmed that the pt had difficulty walking and had a reaction to celebrex. The hcp provided the start date for knee pain to be (B)(6) 2010. The hcp confirmed that the pt has had two knee aspirations. Eighty cc fluid was aspirated on (B)(6) 2010 and 76cc was aspirated on (B)(6) 2010. Also, on (B)(6) 2010, the pt was injected with 50mg depo medrol as a treatment. On (B)(6) 2010, the pt lab tests of the synovial fluid was significant for increase white blood cells at 4.5 10e9/l. The synovial fluid was markedly bloody. On (B)(6) 2010, a synovial crystal test was conducted which was negative. A large number of red blood cells (>30/hpf) were seen. The synovial fluid was at 46g/l and glucose was at 5.4mmol/l. A fluid culture test was performed on the aspirate from (B)(6) 2010. The aspirate was negative for organisms, and epithelial cells. Heavy concentration of neutrophils was seen. No growth was seen after four days of incubation. The hcp stated that the pt did have a reaction to celebrex but was not related to synvisc-one. In the opinion of the hcp, all the other events were "definitely" related to the use of synvisc-one in the pt. Also according to the hcp, the pt has "recovered" from all the adverse events. On (B)(4) 2011, additional info was received in the form of qa results without a lot number. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specification prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batched records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.